Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the last basal delivery was on (B)(6) 2017. Unexplained power reboot events were observed in the black box beginning (B)(6) 2017 at 15:26; deliveries resumed at 15:38. No moisture or corrosion was observed in the battery compartment. No damage was found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The returned battery cap contact measurements were in specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed. No evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was over 600 mg/dl with extreme drowsiness, nausea, symptoms of dehydration, extreme thirst, and vomiting. The reporter noted the patient was treated in an emergency room on (B)(6) 2017 and was treated with insulin via intravenous and intravenous fluids, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump powered off overnight unexpectedly. This complaint is being reported because the reported health event is was attributed to an alleged device malfunction.